Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an insulin flow blocked alarm. The event was resolved with a complete change of infusion set and reservoir. The customer¿s blood glucose level during the incident was over 400 mg/dl. They treated with a bolus after changing the set. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.